Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: imc logs confirmed that the controller error alarm opm comm loss 1045 occurred after placement signal not reliable error. Following the set of errors, the optical bench was intentionally reset, which resolved the placement signal issue. Real time rt logs confirmed that immediately prior to the controller error alarm, the optical bench reported an oscillating contrast value far outside the normal range of contrast. This oscillating contrast issue has been previously observed in a few other consoles that exhibited similar errors. A root cause has not been yet identified, however it is known that an oscillating contrast is the result of a hardware fault on the optical bench. Device analysis: console ic was sent back to field service (fs) for further investigation. The issue was not able to be reproduced in the lab. This issue is a low probability event and is very difficult to reproduce. The console is designed to automatically reset the optical bench when this issue emerges, which resolves the issue. Before being returned to the customer, fs was instructed to replace the optical bench 0042-3015 or equivalent). Root cause: the root cause was determined to be caused by a faulty optical bench which resulted in an unreliable placement signal due to an oscillating contrast value, triggering the alarm. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during patient care the placement signal disappeared. Patient support was not impacted by the issue, and no intervention was required. No harm to the patient was reported.